Manufacturer narrative:
Checking the manufacturing charts of the components involved in this event, no pre-existing anomaly was discovered in the items belonging to the same part code and lot number as the devices removed in the revision surgery hereby reported. The manufacturer will submit the final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery was performed on (B)(6) 2025. During revision procedure, the liner was removed and examined (smr reverse liner standard, part code 1360.50.810, lot number 20at0xn, sterilization (B)(4)), not showing significant or unusual signs of wear. The reverse body was left in place because it was determined that removing would threaten to fracture tuberosities. Glenosphere (smr eccent. Glenosphere ø 36mm, part code 1376.09.031, lot number 2009277, sterilization (B)(4)) and bone screws (bone screw ø6,5 h.15mm, part code 8420.15.005, lot number 1802866, sterilization (B)(4); bone screw ø6,5 h.20mm, part code 8420.15.010, lot number 2006407, sterilization (B)(4); bone screw ø6,5 h.40mm, part code 8420.15.050, lot number 2006421, sterilization (B)(4)) were removed. At this point, the baseplate (tt augm.360 baseplate #s-r+2mm, part code 1375.15.522, lot number 2008603, sterilization (B)(4)) could be pulled out by hand with hemostats. During removal of screws, it was noted that there were metal shavings (apparently from the screws) left behind the baseplate. It was hypothesized that this debris may have been created while implanting the screws at too aggressive of an angle. Previous surgery took place on (B)(6) 2020. The patient is a female, date of birth (B)(6) 1946. The event happened in the united states.